Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient seven weeks post implant that the device got so hot the patient could barely stand it. The patient questioned if the device was working or not. The patient also indicated they had taken their blood pressure and it was 170/85. Follow up was attempted and no additional information has been obtained. The device remains in use. No patient complications have been reported as a result of this event.